Event description:
During testing by a zoll medical sales rep, the device displayed a "poor pad contact" message and was unable to attach the multi-function cable. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.